Event description:
The patient has reportedly experienced ongoing sound quality issues and poor performance with use of the device. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.